Event description:
It was reported that "the guide wire accompanying the radial arterial catheter "unraveled" during use. This occurred on consecutive days." The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the guide wire accompanying the radial arterial catheter "unraveled" during use. This occurred on consecutive days." The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.